Event description:
As reported to the MFR: the pt was tilted back in the wheelchair in her home. The bracket that attaches the tilt actuator to the frame broke, allowing the seat to tilt backwards. This action caused her to fall out of the seat, and she hurt her shoulder. No medical attention was required, no treatment obtained.